Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: (B)(4)- possible sample issue (user). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. (B)(6) (wife) is calling for the customer. The customer is concerned with tests results from results obtained of e-5 and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of increased thirst and increased urination. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/28/2018 and open vial date is (B)(6)2017. The meter memory was not reviewed for previous test result history.